Manufacturer narrative:
A representative went out to the site to preform system check out. It was stated that the voltage verified on batteries and charger. They secured connection on battery monitor board and was backed off pins on the board. They tested the unit and there were no issues other then cosmetic issues. The system worked as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the battery for the x-ray is depleting very fast. It was noted that the system is left charging when not in use, but when they go to take x-rays they cannot take all of the ones they need because the battery dies. There was no patient present at the time of the event.